Event description:
Caller reported a minimum fill notification. Customer had blood glucose of 11.7 mmol/l at the time of the event. The issue was resolved by reloading the original cartridge, allowing the customer to successfully resume insulin therapy.